Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural needle with no relevant findings. A corrective action is not required at this time as the potential cause of the epidural needle tip bending could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural needle with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of the needle tip bending during use could not be determined based upon the information provided and without a sample.

Event description:
Upon insertion of the epidural needle, when the needle made contact with bone, the tip of the needle bent. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events

Event description:
Upon insertion of the epidural needle, when the needle made contact with bone, the tip of the needle bent. The patient's condition was reported as fine.